Event description:
It was reported during pm that the blue side runs continuously, does not hold steady pressure, there is no harm or surgery. There was no spontaneous deflation. It was set to 250 and would not stay there. It ran continuously (tested for several minutes) and bounced up and down trying to maintain 250. Due diligence is complete.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Manufacturer narrative:
Following sections were updated or corrected: b4, b5, d2, d4, d5, d9, g1, g3, g6, h1, h2, h3, h4, h6, h11. Review of the most recent repair record determined the second cuff pressure was not stable. The second cuff inflate valve was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available.